Event description:
The customer reported that an alarm did not sound while an ECG leads off inop was displayed. The device was in clinical use at the time the issue was discovered. It is unknown if there was any lack of awareness for the patient's condition, however, there was no treatment required.